Event description:
(B)(6): customer reports via phone the computer system kept failing, causing loss of imaging as reported in previous event ((B)(4)). Customer was able to complete the pt procedure, but in a sub-par manner due to computer continued crashing and rebooting during procedure. Customer did not provide pt info, except to state pt is fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.